Manufacturer narrative:
Aware date - correction - inadvertently put incorrect aware date of 08/06/19 on initial MDR as the report of increase in seizures was not received until 08/14/2019, therefore aware date for the reported event was updated for initial report submitted.

Event description:
It was reported by the physician to the sales rep that the patient was hospitalized due to excessive weight loss. The physician alleges that the weight loss could be due in part to the trouble swallowing the patient has been dealing with since the onset of stimulation. During follow-up for additional information, it was reported by the nurse of the neurologist that the patient's medical records stated the patient was discharged from the hospital. The patient was taken to a pediatrician and it was determined that they have (B)(6). She said the patient was admitted last month due to the poor oral intake and loss of weight. It was found that the patient had a pallet irritation from mouth breathing, mouth dryness and irritation, gum swelling and ulcers in the mouth. All of which were due to the (B)(6). She said the patient was receiving treatment for the last 3 months. I asked if it was known whether any of these events were related to the presence or stimulation of the device. She stated there was no mention of vns so it did not sound to be associated with vns. The patient¿s grandmother reported the patient had multiple prolonged seizures on the day he was admitted in the hospital. No assessment was available as to what caused the increase in seizures. The patient is now in hospice due to their condition of (B)(6). During the patient¿s last clinic visit with the physician, it was noted the patient had a lack of appetite which may be related to epilialex. The patient was noted to have more seizures and did not want to take any medication. Chrome levels were noted to be elevated and the physician decided to decrease onfi due to it's interaction with dialex. It was noted vns settings would be kept the same. The nurse indicated the patient had not been seen by the physician since then but the grandmother did call in june to state that none of the patient's events of increase in seizures, not drinking and eating less occurred prior to having vns implanted. There was no assessment by the physician available regarding the events the grandmother reported as the patient had not been seen by them, however it was determined after the hospitalization that the patient had the (B)(6) which could contribute to these events and vns has not been turned off, nor was there a note to plan to turn it off. No additional relevant information has been received to date.